Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that his right ventricular (rv) lead exhibited pacing not delivered, high pacing thresholds and loss of capture. It was found that the rv lead dislodged. The rv lead was repositioned; during repositioning the lead helix exhibited extension issues. No additional adverse patient effects were reported.